Event description:
On (B)(6) 2025, it was reported that the user experienced repeated alert 38 (motor stall). The issue persisted despite use of all new supplies and a dry run. The device was determined nonfunctional and a replacement was arranged. The user experienced hyperglycemia with blood glucose up to 280 mg/dl, which remained above range for more than 90 minutes. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.